Event description:
It was reported that the patient presented to the emergency department after receiving multiple shocks that day and one shock the previous day while jogging. A remote transmission found that the right ventricular (rv) lead had triggered a lead integrity alert (lia) and had delivered multiple inappropriate shocks due to oversensing. The patient had a subsequent follow up visit at the cardiology clinic to discuss treatment options but did not show up for the appointment. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the right ventricular (rv) lead again delivered multiple inappropriate shocks. The lead had a confirmed fracture, high impedance and no capture at high outputs. Additionally it was noted that the patient had psychological issues due to the inappropriate therapy and requested that the lead be removed and not replaced, against medical advice.